Event description:
It was reported that during a ptca/stent procedure the multi-link would not cross the lesion. The delivery system and guiding catheter were removed together. Upon reaching the sheath, resistance was encountered, and the stent delivery system was removed through the sheath with difficulty. Inspection of the removed device revealed that the implant was not completely on the delivery system. The pt experienced spasms and was sent for coronary artery bypass graft surgery in stable condition.